Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released event complaint. The device was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint about this device could not be confirmed.

Event description:
The patient reported that the needle has popped out (released) from three of their v-go 30 devices. No specific event dates were reported. It was reported that a product sample was available for return to the manufacturer for evaluation. However, to date, has not been received.